Event description:
It was reported by the customer that when the catheter was passed through the sheath, the one way valve was leaking blood into the sheath. As a result, another new ca-09801-sb was successfully placed in the pt. Additional info received on 02/22/2010 stated the catheter used is a baxter 7 fr. This is the only dept that uses this kit. There were no reported consequences to this pt.

Manufacturer narrative:
(B)(4). Sample will not be returned for evaluation.